Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and torn keypad over lay at the up button dome.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer states buttons are very worn out. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.